Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: medical records reviewed. There are no allegations provided of patient injury or product failure, nor report of a revision surgery. Does not meet the definition of a complaint: information has been reviewed and determined that this non-product issue record does not meet the definition of a complaint in that there is no alleged device and / or procedure deficiency at this time. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: g1.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 01 may 2020. On (B)(6) 2016, the patient underwent a left total knee arthroplasty due to osteoarthritis of the left knee. Depuy components and depuy cement x2 were used during this procedure. Doi: (B)(6) 2016, dor: (B)(6) 2020, (left knee).